Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as unknown shell. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Event description:
Femoral head dislocated from adm insert. Surgeon decided to revise the shell. Explanted then replaced with a trident shell and mdm insert.